Manufacturer narrative:
Product analysis: it was confirmed that the programmer was unable to power on with the returned power supply. The printer drawer paper guide was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost power during use and was unable to power back on. It was noted that the power loss was accompanied by a "pop" sound. It was further noted that a different power cord was used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.